Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the patient and order were not crossing. A technical support specialist (tss) documented that access to the server was established and a recent server reboot was observed. The tss reviewed server status and identified a temporary disconnected state affecting external communication, along with delayed message processing. The tss restarted the required communication and listener services, redeployed the interface communication package, and monitored message processing until normal flow resumed. The tss confirmed that the connection status returned to normal, critical notifications were cleared, and system functionality was restored. The tss provided an update to the user. The user validated successful login and confirmed the issue was resolved, granting permission to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient and order data were not crossing over. The customer reported difficulty in obtaining medications for the patient, requiring a critical override, and any medications accessed after that time indicated that the patient data might not be current. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.